Event description:
During endo-vein harvest, the device did not seem to work as well as usual. The surgical field was more bloody than expected. Upon inspection of the device it was noticed that the white silicon tip was not present. The patient's leg needed to be opened in several places to control bleeding as the device was not adequately sealing vessels. Manufacturer response for endoscopic vessel harvesting system, vasoview hemopro 2 (per site reporter): manufacturer provided rga# and product return packaging.